Event description:
Cryo-cs-3 system delivered to hospital o.r. On (B)(6) 2013 for bio-med check prior to case on (B)(6) 2013. On (B)(6) 2013, bio-med called to verify system checked, it was not. Sent system to bio-med just prior to case. When system plugged in to power nothing happened, two more outlets tried but system did not work. Cryo tech called service and was advised to check power supply. When checked, no power. System not let into the o.r. Tech spoke to dr. Then talked to service again; was advised to check fuse, could not locate. Patient under anesthesia, family given option for partial nephrectomy or rescheduled cryosurgery. Decision made to reschedule, case will be rescheduled for (B)(6) 2013.

Manufacturer narrative:
Evaluation: during site visit on (B)(4) 2013 field service engineer found a connection on the input power module was loose. Connection secured and system tested several times with no recurring issues. Evaluation results and device history records reviewed by product support engineer.

Manufacturer narrative:
System evaluated by service technician on (B)(4) 2013. Issue identified by technician and corrected. System inspected by bio-med on (B)(4) 2013. Rescheduled case completed on (B)(4) 2013 with service tech standing by for any issues. No issues reported. System issue review in-progress by service engineering. Follow-up MDR will be filed once review completed. Device eval: in-progress.